Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500 , model: sc-2218-50, serial: (B)(6), batch: 17011740, product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na , batch: 16972916/16920409.

Event description:
It was reported that the leads had migrated anteriorly, and the patient has never received much benefit. No device malfunction was suspected. The patient underwent an explant procedure. Everything was removed but one of the leads were unable to be removed so it was clipped at the anchor site and left it implanted. They were unable to investigate further due to the patient having a hard time with the anesthesia. The explanted devices will not be returned per hospital policy.